Event description:
The customer reported the unit failed to power up.

Event description:
Caller states patient received results of hi (greater then 33.3 mmol/l) and 20.6 mmol/l on performa system 1 and 10.8 mmol/l on performa system 2 within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device however caller no longer has the test strips.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in system 1 (lot number 370163, expiration date 01/31/2011). (B)(6). Will not be returned to manufacturer.